Event description:
It was reported that a patient underwent a unknown procedure on (B)(6) 2022 and suture was used. The connection between the needle and the thread is broken. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: were x-rays performed to localize the needle? Was the needle removed from the patient? Was the procedure completed successfully? Was there any adverse patient outcome? Device return status? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent

Manufacturer narrative:
Product complaint number: (B)(4) date sent to the FDA: 7/19/2022 h6 component code: g07002: device problem not found this report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: investigation summary: actual device: one empty labeled winding former, three needles and three suture pieces of product code w9386 were returned for evaluation. Visual inspection was performed on the retuned devices. Upon visual inspection of the returned samples, the barrel hole of the detached needles was examined under 20x magnification, and no suture remnant was noted. The suture pieces were examined, and correct insertion mark was found; however, the force used to detach the needle from the suture could not be determined. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Representative samples: six unopened packets of product code w9386 were returned to ethicon for evaluation. Visual inspection was performed on the retuned devices. Visual inspection and functional testing were conducted on the returned device. In order to evaluate the condition of the returned samples, the packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no anomalies were observed during evaluation. Functional test was performed, and the pull force result were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/9/2022. Component code: g07002 no device problem found. Additional information was requested, the following was obtained: were x-rays performed to localize the needle? Was the needle removed from the patient? Was there any adverse patient outcome? The needle was visually checked and removed and there was no particular problem in the patient. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.